Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connector was cleaned and adjusted, the power supply voltage was adjusted and the power/motor board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the workstation was booting up, but the c-arm was not powering on. There is no report of pt injury.